Event description:
During product servicing by a technician, a flo-gard infusion pump was found to have experienced a f-82 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. The cause of the f-82 alarm was determined to be damage to the central processing unit (cpu) printed circuit board (pcb) . To correct the condition, the cpu pcb was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.